Event description:
A doctor reported that after approximately nine (9) months after implantation, a bilateral patient's right tibial precice nail allegedly broke. The patient had completed their lengthening treatment and was in the consolidation phase when the precice nail allegedly broke.

Manufacturer narrative:
The patient was implanted bilaterally with precice nails from different lot numbers, one (1) nail was from lot number a120712-07 and the other nail was from lot number a120606-01. The doctor did not identify which lot number was implanted in the patient's right tibia; therefore, the lot number of the suspect medical device requested was left blank. The patient had completed their lengthening treatment and was in the consolidation phase when the precice nail allegedly broke. The precice nail was removed, without incident. To date, the patient is doing fine and has fully recovered. The device involved in the alleged incident was not returned; therefore, no evaluation can be conducted. A DHR review of both of the lots revealed that there were no deviations from the manufacturing process and that both of the devices were released within specifications.